Event description:
The customer stated that she noticed small red bumps that were warm to the touch and slightly painful. The infection spread from her belly button to around her side, so she went to the ER for urgent care. The bumps had grown in size and became ulcers that were oozing puss. She was diagnosed with (B)(6) and was treated with oral antibiotics as well as the lancing, draining, and packing of her larger ulcers. The customer stated that overall the pods were doing a good job of keeping her bg levels where they should be, and it was just that when she removed the pod she was having these horrible skin problems.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.